Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure would be performed in the future, during which, the patient was told that the device would be replaced due to noise. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, the patient's right atrial (ra) lead was disconnected from the device. The lead was re-connected to the device and normal ra impedances were noted. The lead was then tested with the pacing system analyzer (psa) and normal values were again observed. The physician felt that the lead was functioning normally, thus the decision was made to explant the device due to a possible header issue. A new device was successfully implanted without further issue. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded right atrial (ra) lead impedances of up to 2,000 ohms. It was noted that this device was implanted sub-pectorally. Technical services (ts) discussed a possible lead issue, and also discussed the subpectoral implant 2009 ((B)(6) 2009) advisory. It was noted that this would be discussed further with the physician. No adverse patient effects were reported.